Event description:
It was reported that the patient implanted with this pacemaker system had a stroke, and electrogram (egm) review was requested to determine whether atrial fibrillation (af) or other stroke indicators were observed by the device. The patient appeared to be in atrial or sinus tachycardia in the 150 beats per minute (bpm) range, but no obvious signs of af. Additionally, there were stored pacemaker mediated tachycardia (pmt) episodes and right atrial (ra) lead noise with oversensing, but no undersensing. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.